Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope present in the image flickers and then goes black. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: broken video cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken. A definitive root cause could not be identified for the broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device´s cable was broken. There was no patient involvement. No additional information received from customer.